Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported having blood in his depends. Additionally the patient indicated that his penis was "angry red" so he feels that he might have a uti. The patient was currently waiting for a call back from their healthcare provider (hcp). No device malfunctions were reported and patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.